Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were more difficult to press than when she first got the pump and the buttons do get stuck in place. Customer¿s blood glucose level was 283 mg/dl. Customer also reported that insulin pump rejected new battery and unexplained no delivery alarm. Customer declined troubleshooting. The device will not be returned for analysis.